Manufacturer narrative:
The dry acid mixer was not returned to the manufacturer for physical evaluation and no on-site evaluation was performed by a fresenius regional equipment specialist (res). However, the biomed provided follow-up which revealed that the fill valve was burnt and the cable appeared melted at the valve end. The biomed replaced the fill valve, the cable, and the front control board to resolve the issue. The unit was returned to service at the user facility without issue. The fill valve, fill valve cable, and control/display board were returned to the manufacturer for failure analysis. A visual examination of the fill valve revealed signs of heat damage. The fill valve cable had minor heat damage on the edge of the plug end, but no damage along the cord, wires, and end connector. A visual inspection of the returned display board showed no signs of heat damage or any other discrepancies. Functional testing was performed by installing the fill valve and cable into a working unit. Smoke emanated from the fill valve during the rinse cycle. The unit was powered down and inspection of the valve found the two terminals (prongs) between the hot and neutral were shorted, which likely led to the smoke. Resistance measurements between the neutral to ground and hot to ground terminals were found to be satisfactory. Functional testing with the returned display board found no discrepancies. A review of the device manufacturing records was performed on the reported serial number. No non-conformances or any associated rework during the manufacturing process were identified which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem confirmed the failure mode. Analysis of the fill valve revealed the prongs between neutral and hot to be shorted. Therefore, the complaint was confirmed.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer replaced the fill valve, the cable, the front control board, and the software, which resolved the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the product history review confirmed the labeling and qc testing of the product met requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) at a user facility reported that a dry acid mixer stopped filling when the mix was about to be filled with the concentrate. The biomed noted that a burning smell emanated from the unit when the mixer stopped filling. Upon further examination, the biomed found that the fill valve had evidence of being burnt and the cable appeared melted at the valve end. No smoke was visible, and no flames or sparks were observed. No other component damage was identified. The biomedical technician replaced the fill valve, the cable, the front control board, and software which resolved the issue. Following the part replacements, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported.